Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back under the lifevest. There was no alleged device malfunction contributing to the irritation. The patient reported having allergies to adhesive tapes, and all metals except gold. The patient's physician prescribed triamcinolone acetonide and cortisone for the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.